Event description:
It was reported that the patient presented for a procedure. It was noted that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.